Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material had been fractured between electrode 2 and electrode 3 and conductor wires 1 and 2 were fractured at the location of the fractured shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture noted during analysis.